Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that when running the axsym ca 125 assay that the reagent pack lid fails to actuate causing the probe to crash. No impact to patient management was reported.